Event description:
It was reported via repair work order that the brakes were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was identified that this complaint was created based on a service report that was created in error. There is no existing unit associated with this complaint. Therefore, there is no failure or malfunction reported and the MDR was submitted in error.